Event description:
It was reported that; anchor would not fully insert into cage. Both the guided and freehand tamps were impacted forcefully against the partially inserted anchor, but the anchor would not progress further. The end of the anchor remains proud by approximately 1-2mm. There was a surgical delay of 5 minutes associated with several attempts to impact the anchor using both types of tamps in the set. The surgeon ultimately decided to leave the cage with the anchor remaining proud. Fluoroscopic image of implanted cage available.

Manufacturer narrative:
No relevant manufacturing issues were identified as all units met specifications. Visual, dimensional and functional analysis could not be performed as the device was still implanted. The root cause could not be determined conclusively.

Event description:
It was reported that; anchor would not fully insert into cage. Both the guided and freehand tamps were impacted forcefully against the partially inserted anchor, but the anchor would not progress further. The end of the anchor remains proud by approximately 1-2mm. There was a surgical delay of 5 minutes associated with several attempts to impact the anchor using both types of tamps in the set. The surgeon ultimately decided to leave the cage with the anchor remaining proud. Fluoroscopic image of implanted cage available.